Manufacturer narrative:
There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur. Device labeling available in print and online. Warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing, such as wet to moist gauze, as approved during times of extreme need, by treating clinician.

Event description:
On (B)(6) 2018, the following information was provided to kci by the patient: the activ.a.c.¿ therapy system allegedly intermittently shuts off completely with no audible beep or alarm. There was no injury reported to kci associated with the technical event communicated on (B)(6) 2018. A device evaluation completed on 11-oct-2018 determined the following: on 03-aug-2018, the device was tested per quality control procedure by the kci service center and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2018, the device was placed with the patient. The device was received in kci quality engineering and tested per quality control procedures. Per a review of the event logs the device shut down multiple times without an alarm. Evidence of consecutive unit on with system error 4 alarms indicates the unit would shut down before it could properly boot. Internal inspection of the device revealed evidence of a foreign substance and a solder ball on the circuit boards electrical components. A malfunctioning device was confirmed.

Manufacturer narrative:
MDR-3009897021-2018-00099 sent on 09-nov-2018 noted the following: describe event or problem: a malfunctioning device was confirmed. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur. Correction: describe event or problem: the analysis performed by kci quality engineering verified evidence of a foreign substance on the power jack connector, a component that may impact power on / off functions. The evidence is indicative of failure to follow kci cleaning instructions. This is being reported as an unintended use error. The evidence is indicative of failure to follow kci recommended cleaning instructions. Device labeling, available in print and online, states: standard precautions. The following are the kci recommended daily and weekly cleaning and infection control procedures for the activ.a.c.¿ therapy unit. Cleaning the activ.a.c.¿ therapy unit: kci recommends the following regarding cleaning and disinfecting kci v.a.c.® therapy devices: use hospital-grade cleaners and disinfectants. Do not immerse or saturate the therapy units with fluids to avoid damage to the electronics in the device. Do not use alcohol based solutions around the touch screen edges or near gasket and power switches since alcohol based solutions will easily wick up in the screen and may cause equipment malfunction.

Event description:
The analysis performed by kci quality engineering verified evidence of a foreign substance on the power jack connector, a component that may impact power on / off functions. The evidence is indicative of failure to follow kci cleaning instructions.